Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had entered safety mode, and upon interrogation, codes 0x0 0x0 0x0 were identified. The crt-p exhibited oversensing and pacing inhibition due to unipolar pacing, and the patient began experiencing shortness of breath as a result. It was noted that the patient was not pacer dependent and was conducting through above the lower rate limit. This crt-p remains implanted, however device replacement was recommended and device return was requested. No additional adverse patient effects were reported.